Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing two parts the valve, manifold kit (part number 7-77612-03) and probe (part number 08c94-42). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect i2000sr tsh results. The following patient data was provided : initial 0.76, repeat 6.01. No impact to patient management was reported.